Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction at the sensor patch location. The sensor was inserted into the abdomen on (B)(6) 2015. Patient's wife stated that the skin reaction was itchy and red. Additionally, patient's wife stated that her husband was prescribed desonide cream for his skin condition, eczema and for other rashes caused by adhesives. No additional event or patient information was provided.